Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) exhibited noise on the electrograms and an inappropriately low lead impedance. X-ray of the lead revealed that the lead was curled back on itself and the coils were touching. The physcian performed an invasive procedure to reposition the lead.